Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025. After activating the system, the implantable pulse generator (ipg) migrated within the pocket to be no longer seated flat and parallel to the skin surface. On (B)(6) 2025 a surgical procedure was performed to remove the migrated ipg and place a new ipg in a new pocket.

Manufacturer narrative:
The patient is reported to lead a relatively active lifestyle and has loose and fatty tissue at the site of the implant. There are no reports of any concerns around the implant or anchoring techniques and there are no known events that are likely to have contributed to the device migration. Migration of components is a known risk of implantable neuromodulation devices.